Event description:
The hospital reported that during an endoscopic vein harvesting procedure, at the part that screws into the scope, the vasoview 6 evh system conical dissection tip was missing pieces. This was noticed when it was removed from the pt at the end of the dissection. They went back in and retrieved some pieces from the pt. They are not sure if they retrieved all of the pieces, however, the hospital reported that there are no pt effects at this time. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on 04/23/2010, for investigation. A visual inspection revealed that the conical tip was securely attached to the juicer body and formed a complete assembly. Three pieces of the proximal end had broken off and were returned with the conical tip. The remaining 1/4 of the circumference was still intact, but a fracture was observed on that remaining part. The tip was also very bloody. The reported failure was confirmed. A lot history record review was completed for the product. A device lot history review was performed and there was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted when the investigation is completed. (B) (4).